Event description:
During an incident in 1999 involving a male patient in cardiac arrest with CPR being performed by bystanders, this defibrillator analyzed, stated "stand clear" and began to charge when it suddenly stopped and gave a "service mandatory" message. The battery was replaced and the same thing happened. Another crew arrived took over patient care, transporting the patient to a hospital with treatment enroute. The defibrillator was checked at the start of tour and passed the self test okay.

Manufacturer narrative:
The returned defibrillator was tested using an known good power source and proper operation for patient treatment was verified. The defibrillator was returned with 2 expired non laerdal batteries. Battery lot 930916 did not have the capacity to delivery a shock; it shut the defibrillator down during the charge cycle with a beep tone prompting "replace battery, battery low" . Battery lot 940211 was unable to completely power on the defibrillator. The incident report obtained from the returned mcm documents that the unit powered on, analyzed, began charging and then shut off with a "service mandatory #5: 5v fail" prompt. The unit was powered on again, and it shut down by itself after 15 seconds. The message "replace battery, battery low" prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The "service mandatory" ("sm") message with audible beep tone is displayed in the event that a critical part of the unit fails and is followed by an identifying message, in this case 5v. The battery could not support operation of the 5v regulators and the unit shut down with the "sm" message. The hs3000 operating instructions explains these prompts, what to do should they be experience, and battery life and maintenance.